Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: initial reporter is a j&j sales representative. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. It was reported that while cleaning and taking apart item 2.7mm universal drill guide, the sterile processing technician noticed some rust looking residue on the drill guide, and spring. When they tried to scrub it with a wire brush, the spring began to disintegrate and was unable to remove all the rust from this item. The repair technician reported that the spring deformed with rust, drill sleeve rusted and the tip is wider. Also the device failed cosmetics and part functional tests. The cause of the issue is damaged component. The following parts were replaced: 2.0 mm drill sleeve and compression spring. The item was repaired per the inspection sheet, passed synthes final inspection on 04-apr-2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part #: 323.260-us, lot #: 8798443, manufacturing site: (B)(4), release to warehouse date: 14 feb 2016, expiration date: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, while cleaning and taking apart item the sterile processing tech noticed some rust looking residue on the drill guide, and spring. She said she tried to scrub it with a wire brush but when she did the spring began to disintegrate and she was unable to remove all the rust from this item. The patient did not experience any post-op device malfunction. No revision surgery was required. No patient outcome status was reported. This complaint involves one device 2.7mm universal drill guide. This is report 1 of 1 for complaint (B)(4).